Manufacturer narrative:
The event of "back pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: back pain (myalgia).

Event description:
Patient reported "back problems" and "one nipple higher up than the other (and smaller).". This record is for the right-side. Device has been explanted.